Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.